Event description:
Fresenius medical care was notified via email that a few minutes after the patient was connected to the machine and treatment began, the patient observed blood leaking from the tube. Upon inspection, staff noted blood coming out between the end of the tube and the tube's luer lock. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).